Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 15 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented with a contained rupture due to an unknown type endoleak. The physician stated that the stent grafts were not an issue, and it may have been a type ii endoleak feeding the aneurysm. The physician also stated that the rupture may have occurred a while ago, some blood appeared dark at the time of explant. The physician elected to explant the device and convert the patient via an open surgical repair to a conventional graft. The explanted stent graft was discarded by the user facility. No additional information was provided.

Manufacturer narrative:
Evaluation results: endoleak. Other, stent graft not returned for evaluation.